Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted surgical technique contributed to the stent malpositioning. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon was unable to intraoperatively visualize the second stent from a trabecular microbypass stent system. Per report, an additional stent was implanted from a back-up device. There was no report of patient injury, and the report noted surgical technique was a contributing factor to the stent malpositioning. Additional information has been requested.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s frontal components were found bent. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. No other non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. However, a likely cause of the bent trocar is a heavily bias trocar during deployment of the second stent, as reported by the customer.

Event description:
Through follow-up, the surgeon reiterated that surgical technique/experience with the device contributed to the reported event (od), and that there was no adverse patient impact. Per report, no intervention was required, and the patient will continue to be monitored.

Manufacturer narrative:
The device has been returned to glaukos for evaluation, and the investigation is ongoing. MFR# reference: (B)(4).